Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was found to be out of calibration. The display screen was also found to be dim and the text was found to have a red hue. The battery compartment was found to be cracked. The keypad was found to be peeling around the ok keypad button. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the force sensor was found to be out of calibration. The pump was opened and no damage was found to the force sensor. The resistance to the force sensor was found to be within specifications. A review of the black box history revealed no ¿pump not primed¿ warnings. The rewind, prime and load steps were successfully performed on the pump with no alarms. The pump was exercised for 24 hours with no loss of primes occurring. A loss of prime was induced and the pump gave the appropriate visual and audible alert. The display screen was also found to be dim and the text was found to have a red hue. The battery compartment was found to be cracked. The keypad was found to be peeling around the ok keypad button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.